Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012690271); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a 34 millimeter (mm) transcatheter valve, a frame node overlap extending to node 4 was observed upon inspection. Upon 80% deployment, an infold was noted. Subsequently, the valve was recaptured and withdrawn from the patient, and a 29 mm valve was used to successfully complete the procedure. Per the physician, the patient's anatomy, specifically the patient's annular perimeter of 79 mm, contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the misload was identified via fluoroscopy. The infold was observed on initial deployment.